Manufacturer narrative:
During the onsite investigation, the territory manager (tm) was unable to duplicate the reported problem. The tm performed 18-20 energy calibration tables, thus passivating the laser and performed a gas change. The tm then completed the system verification to specifications. Root cause is unknown. (B)(4).

Event description:
A technician reports an error message during a case. The system was reset and completed with no further problems. No patient harm has been reported, however, additional information has been requested.